Event description:
Drive medical was notified of an incident involving an oxygen concentrator by the provider who reported that the device powered up with a yellow light, then it alarmed and the red light came on, and the end user was unsure if the oxygen concentrator shut down. The end user reported that the portable oxygen system was not working properly. The paramedics were called and the end user was taken to the hospital. The product's instruction manual states: "the device is not intended to be life supporting or life sustaining. When the unit is turned on, all three lights (service required, low oxygen and normal oxygen) on the front panel will illuminate briefly and an audible signal will briefly alarm confirming that the leds and audible signal are functioning properly. The unit will then operate in start up mode with the low oxygen light lit until a normal oxygen level is achieved, at which time the normal oxygen light will remain lit. The start up may take up to 15 minutes. If any of the lights on the front panel do not illuminate or the audible alarm does not sound, this indicates the alert system is not functioning properly. The devilbiss 5 liter oxygen concentrator may be contraindicated in patients at risk of experiencing serious adverse health consequences resulting from a temporary loss of function." As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.